Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of error codes present. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, foam particles were observed within the device assembly. Error code 20 and error code 22 (both indicating an issue with the motor connection, blower box, and pca) were found in the device log history. The device was scrapped.